Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. It is highly unlikely to detect a failure in a retention sample, since the noise occurred after seventy-two hours of use. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. The provided video suggests that the noise might be coming from the rotor touching the inner housing of the pump head. The bearing of the pump head rotor might have been damaged during application (for example: due to pump head thrombosis or air intake). However, since a physical evaluation could not be performed, a definitive cause for the noise described could not be confirmed.

Event description:
It was reported that an abnormal noise was heard coming from the pump head of an xlung kit 230 during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. A video capturing the noise was provided for review. The noise started about seventy-two hours after the start of ECMO therapy. It was unknown if any alarms occurred, and it was unknown what the cause of the reported noise may have been. It was also unknown if the pump head was properly seated in the pump drive, or if there were any clots noticed in the pump head. To resolve the reported issue, the kit was replaced. The patient lost about 400 ml of blood due to the kit change, and as a precaution, the patient was given a blood transfusion. There were no reported symptoms or adverse effects experienced. The sample was not available to be returned for manufacturer evaluation.